Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-32586, 1627487-2020-32584. It was reported that the patient experienced erosion. The patient's right lead is protruding through the skin. Further information received that the patient developed an infection. As a result, the patient underwent surgical intervention in which the system was explanted. The infection has since resolved.